Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient was experienced high blood glucose levels and treated with manual injection. The infusion set was in use for one day.

Manufacturer narrative:
E1: patient country: united arab emirates. Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.